Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 1:00 pm with blood glucose of 600- 800 mg/dl. Patient's current bg: 132 mg/dl. Customer reported that they fainted at work as pump came off. Customer had diabetic ketoacidosis (dka). The customer was treated with insulin pens. The customer was not wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.